Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to connect to a monitor) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to connect to a monitor.